Event description:
The two day infusor is reported to have finished the infusion of (a four drug cocktail) 37 hours earlier than expected. The drugs used were in total volume of 96 ml and included morphine, fentanyl, reglan, and zofran. There were no patient issues associated with this event.